Event description:
It was reported that this implantable right atrial (ra) lead exhibited perforation in pleural space. Boston scientific technical services (ts) discussed that this ra lead was repositioned. This ra leads remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report of perforation, pericardial effusion, or cardiac tamponade was among the known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this implantable right atrial (ra) lead exhibited perforation in pleural space. Boston scientific technical services (ts) discussed that this ra lead was repositioned. This ra leads remains in service. No additional adverse patient effects were reported. Additional information received indicates that this right atrial (ra) lead was explanted. No new device implanted. The lead was returned for analysis. No additional adverse patient effects were reported.